Manufacturer narrative:
Apparently one tech tried to move the scanner when aligning the pt in preparation for the scan. Per our user manual (provided to the customer) for the caretom ((B)(4)) it is recommended that two people move the scanner when the scanner drive system is not connected. This is outlined in at least two locations within said document. Additionally, this point is further emphasized during the mandatory clinical training that is provided by neurologica's clinical training staff. As a preventive measure, retraining has been scheduled at the customer's site accordingly. As noted, this adverse event was not formally reported to neurologica corp by the user facility until (B)(6) 2015.

Event description:
The following issue was reported to the MFR on (B)(6)2015. A CT tech had lower back injuries when side moving the scanner (on own accord, without support of a scanner drive system) ever so slightly over the pt to get the scanner aligned. The tech has been seen by the facility's occupation clinic and is still receiving physical therapy. The tech is currently on workman's comp.